Event description:
The customer observed a false reactive architect hiv ag/ab result that delayed an emergency orthopedic surgery for a 70-year-old female patient with an intertrochanteric fracture of right femur. The doctor delayed the surgery for two days. The following results were provided: (B)(6) 2023 initial architect hiv ag/ab result 11.32 s/co, repeated 11.40 and 10.33 s/co. The sample was sent to cdc for testing. Fourteen days later, the western blot results returned by cdc showed no bands. The patient management was delayed due to the false reactive result.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performed as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 53452be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and the results were in the typical range, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Note: false reactive results may occur to a certain extent as the specificity of the assay is not 100%. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo assay was identified.